Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the slightly deviating screw placements did not require adjustment. The outcome of the surgery was successful as intended, with all screws placed in clinically acceptable positions. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also surgery/anesthesia was not prolonged). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating left and right l4-l5 screws placed too superiorly and too shallow to their intended positions was due to one of or a combination of the following factors: a movement of the reference array due to inadvertent forces (e.g. Due to the non-brainlab drape being placed over the reference) may have occurred during the draping setup and removal of the drape prior to verifying and accepting the registration accuracy. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Relative movement between the vertebrae operated on in relation to where the navigation reference array was placed (left iliac crest) when applying forces to the bone, e.g. During the screw placements and positioning/navigating the non-brainlab (depuy viper prime) screwdriver in a minimally invasive and lateral (patient positioning) approach. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. Note that an inaccurate registration (deviation of about 2 mm in anterior/posterior direction) was acknowledged and accepted by the user. However, apparently the full extent of the (overall) resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after registration, and throughout the procedure, before the planning and placement of the screws at l4 and l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An minimally invasive surgery (on (B)(6) 2021) on the lumbar spine for fusion at vertebrae l4 and l5, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeons: with the patient in lateral position (left side), attached the navigation reference array on the (left) iliac crest using the 2-pin fixator with schanz pins, and the 4-sphere array. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation. Made a small incision to palpate the spinous and transverse processes and then verified accuracy on these landmarks using the pointer. Detected a slight deviation (about 2 mm in anterior/posterior direction), but considered the accuracy sufficient for the procedure and accepted the registration. For the left side screws, planned screw trajectories using the pointer. Created the initial paths (25-30mm) using the navigated cirq drill guide (that was positioned to follow the planned trajectories) and placed the k-wires (k-wire itself not navigated). Placed the pedicle screws following the k-wires with a navigated non-brainlab screwdriver . For the left side screws, proceeded according to the same workflow. Obtained a verification scan and detected that the screws were not as deep into the vertebrae as expected and also slightly superiorly on each level. Decided that the screw positions are still clinically acceptable and no adjustment is needed. According to the hospital/neurosurgeon: the slightly deviating screw placements did not require adjustment. The outcome of the surgery was successful as intended, with all screws placed in clinically acceptable positions. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also surgery/anesthesia was not prolonged). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.